Event description:
There was a possible stent fracture and the physician placed another stent within the deployed stent. Reportedly, there was no pt effect. Review of the returned images could not confirm a stent fracture.